Event description:
A caller reported experiencing a cartridge alarm 20 issue but denied any previous alarms with consecutive cartridges while using their pump. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Tandem technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy. Instructions for returning the problematic pump and for managing the replaced unit were provided and acknowledged by the customer.